Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the procise max wand, the surgeon alleged that there was insufficient insulation around the tip of the wand, resulting in a blanch of the soft palate during the adenoidectomy part of procedure. The procedure was completed using a similar procise wand. There were no significant delays or pt complications reported as a result of this event.